Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage / pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 6 ((B)(6) 2008, (B)(6) 2001, (B)(6) 2013, (B)(6) 2015, (B)(6) 2017, (B)(6) 2006), abortion, c-section, chest mass nos, gestational diabetes, herpes zoster, nicotine abuse, joint dislocation, urogenital trichomoniasis, depression, herpes zoster, urogenital trichomoniasis, preterm labor, hemorrhage, groin pain, chorioamnionitis and prenatal care. Previously administered products included for birth control: pill from 11-apr-2015 to may 2015; for an unreported indication: nicorette, pepcid and ferrous sulphate. Concurrent conditions included overweight and weight gain. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), back pain ("back pain"), abdominal pain upper ("stomach pain"), abdominal pain ("abdomen pain"), mental disorder ("mental issue") and fibromyalgia ("fibromyalgia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant / bilateral partial salpingectomy and removal of essure coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, alopecia, bladder disorder, urinary tract disorder, migraine, headache, mental disorder and fibromyalgia outcome was unknown and the back pain, genital haemorrhage, dysmenorrhoea, abdominal pain upper and abdominal pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, alopecia, back pain, bladder disorder, dysmenorrhoea, fibromyalgia, genital haemorrhage, headache, mental disorder, migraine, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. X-ray - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received - new event "abnormal bleeding (general), bladder problems or changes, urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), stomach pain, abdomen pain, mental issue, fibromyalgia" were added. Lot number was added. New reporter were added. Historical and concomitant conditions and medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage / pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. C51074,c51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6 (B)(6) 2008, (B)(6) 2001, (B)(6) 2013, (B)(6) 2015, (B)(6) 2017, (B)(6) 2006), abortion, c-section, chest mass nos, gestational diabetes, herpes zoster, nicotine abuse, joint dislocation, urogenital trichomoniasis, depression, herpes zoster, urogenital trichomoniasis, preterm labor, hemorrhage (nos), groin pain, chorioamnionitis and prenatal care. Previously administered products included for birth control: pill from 11-apr-2015 to may 2015; for an unreported indication: nicorette, pepcid and ferrous sulphate. Concurrent conditions included overweight and weight gain. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient had essure inserted. In january 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, 6 months 31 days after insertion of essure, the patient experienced uterine haemorrhage ("uterine hemorrhage"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), back pain ("back pain"), abdominal pain upper ("stomach pain"), abdominal pain ("abdomen pain"), mental disorder ("mental issue") and fibromyalgia ("fibromyalgia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with blood transfusion, auxiliary products and surgery (surgery to remove the essure implant / bilateral partial salpingectomy and removal of essure coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, alopecia, bladder disorder, urinary tract disorder, migraine, headache, mental disorder, fibromyalgia and uterine haemorrhage outcome was unknown and the genital haemorrhage, back pain, dysmenorrhoea, abdominal pain upper and abdominal pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, alopecia, back pain, bladder disorder, dysmenorrhoea, fibromyalgia, genital haemorrhage, headache, mental disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. X-ray - in july 2015: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received. Added event uterine hemorrhage. Updated onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage / pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6 ((B)(6) 2008, (B)(6) 2001, (B)(6) 2013, (B)(6) 2015, (B)(6) 2017, (B)(6) 2006), abortion, c-section, chest mass nos, gestational diabetes, herpes zoster, nicotine abuse, joint dislocation, urogenital trichomoniasis, depression, herpes zoster, urogenital trichomoniasis, preterm labor, hemorrhage (nos), groin pain, chorioamnionitis and prenatal care. Previously administered products included for birth control: pill from (B)(6) 2015 to (B)(6) 2015; for an unreported indication: nicorette, pepcid and ferrous sulphate. Concurrent conditions included overweight and weight gain. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), back pain ("back pain"), abdominal pain upper ("stomach pain"), abdominal pain ("abdomen pain"), mental disorder ("mental issue") and fibromyalgia ("fibromyalgia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with blood transfusion, auxiliary products and surgery (surgery to remove the essure implant / bilateral partial salpingectomy and removal of essure coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, alopecia, bladder disorder, urinary tract disorder, migraine, headache, mental disorder and fibromyalgia outcome was unknown and the back pain, genital haemorrhage, dysmenorrhoea, abdominal pain upper and abdominal pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, alopecia, back pain, bladder disorder, dysmenorrhoea, fibromyalgia, genital haemorrhage, headache, mental disorder, migraine, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. X-ray - in (B)(6) 2015: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('miscarriage') in a 32-year-old female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 ((B)(6)2008, (B)(6)2001, (B)(6)2013, (B)(6)2015, (B)(6)2017, (B)(6)2006), abortion, c-section, chest mass nos, gestational diabetes, herpes zoster, nicotine abuse, joint dislocation, urogenital trichomoniasis, depression, herpes zoster, urogenital trichomoniasis, preterm labor, hemorrhage (nos), groin pain, chorioamnionitis and prenatal care. Previously administered products included for birth control: pill from (B)(6) 2015 to (B)(6)2015; for an unreported indication: nicorette, pepcid and ferrous sulphate. Concurrent conditions included overweight and weight gain. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("miscarriage / pregnancy (stillbirth or miscarriage)"). On (B)(6) 2016, the patient experienced uterine haemorrhage ("uterine hemorrhage"), 6 months 31 days after insertion of essure. In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), back pain ("back pain"), abdominal pain upper ("stomach pain"), abdominal pain ("abdomen pain"), mental disorder ("mental issue") and fibromyalgia ("fibromyalgia"). The patient was treated with blood transfusion, auxiliary products and surgery (surgery to remove the essure implant / bilateral partial salpingectomy and removal of essure coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, alopecia, bladder disorder, urinary tract disorder, migraine, headache, mental disorder, fibromyalgia and uterine haemorrhage outcome was unknown and the genital haemorrhage, back pain, dysmenorrhoea, abdominal pain upper and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, alopecia, back pain, bladder disorder, dysmenorrhoea, fibromyalgia, genital haemorrhage, headache, mental disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. X-ray - in july 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-apr-2021: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("back pain") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, back pain and alopecia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, back pain, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.